Manufacturer narrative:
Investigation summary: bd received 26 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. The customer samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was observed. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 26 bd vacutainer® k2e 10.8mg plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "according to the customer's report, brown lumps like spray-coating material were found inside the tube."